Manufacturer narrative:
The reported event was confirmed cause unknown. Visual: visual evaluation of the returned three-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the photo sample noted the first photo shows the inflation port detached from the catheter. The second photo shows a cut piece of the catheter. The third photo shows a document with information. This does not meet specification which states "detached, incorrect assembly and damaged catheter, arms and connector (flush, inflation, & irrigation) are not allowed. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 50 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication. Directions for use: pump sprayer once or twice. Direct spray away from patient. Contains: water, sd alcohol 40, triethylene glycol, benzethonium chloride, d&c color, tetrasodium edta. Caution: may be harmful if swallowed. Avoid eye contact. Keep out of reach of children. General guidelines: the device may be replaced as needed, to perform patient assessment. 11. System care, maintenance, and monitoring of device. A. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. B. Change the collection bag as needed. C. Secure the bag cap onto each used collection bag and discard according to institutional protocol for disposal of medical waste. D. To ensure unobstructed flow of fecal matter from the drainage tube to the collection bag, frequently verify that the catheter and collection bag are positioned so that the catheter is not twisted, kinked, or externally compressed. E. Frequently verify that waste is not accumulating in the catheter drainage tube. F. Verify patient is not lying on drainage tube or ports in such a manner as to potentially cause discomfort or localized prolonged pressure. G. Check the retention cuff volume regularly to ensure proper inflation.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple complaints and product failures over the course of the last couple months with dignishield. Balloon in dignishield would not hold the 45ml of water. The green indicator would inflate but the water would not go through the tubing to inflate the internal balloon. This was the 4th failed device from this unit in the last 3 weeks. Customer recorded the lot numbers they had in their stock room. The lot numbers in their stock room a couple weeks ago were ngjyy307 and unk.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple complaints and product failures over the course of the last couple months with dignishield. Balloon in dignishield would not hold the 45ml of water. The green indicator would inflate but the water would not go through the tubing to inflate the internal balloon. This was the 4th failed device from this unit in the last 3 weeks. Customer recorded the lot numbers they had in their stock room. The lot numbers in their stock room a couple weeks ago were ngjyy307 and unk.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 45 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated with passively with no difficulties. No issues observed with the inflation port or balloon cuff. The reported failure could not be evaluated. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed, a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple complaints and product failures over the course of the last couple months with dignishield. Balloon in dignishield would not hold the 45ml of water. The green indicator would inflate but the water would not go through the tubing to inflate the internal balloon. This was the 4th failed device from this unit in the last 3 weeks. Customer recorded the lot numbers they had in their stock room. The lot numbers in their stock room a couple weeks ago were ngjyy307 and unk.